Event description:
Customer reportedly obtained a result of 357 mg/dl on the advantage system and the doctor's device read 114 mg/dl within 10 minutes. No action taken on device result. No adverse event reported due to reported results. Requested return of suspect system and replacement was sent.